Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed lead migration. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with competitor's lead. Reportedly, effective therapy was resumed post operatively.

Manufacturer narrative:
In follow-up report 2, the result code was inadvertently as "no findings available". The correct information has been updated in this report.